Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought to lab for a left ventricular lead revision. The physician noted the lead was turned off years ago. Upon attempting to pace with the lead, the lead was unable to capture. The lead remained where it was found and was replaced with a new lead. The patient was stable prior and post procedure.